Manufacturer narrative:
Concomitant medical products: 4470 lead implanted: (B)(6) 2012 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance on the rv coil. The lead remains in use. No patient complications have been reported as a result of this event.